Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with the p/r wave amplitude missing/invalid. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, undersensing and diminished p-waves. In addition, the implantable pulse generator (ipg) displayed a 'data is invalid' message upon interrogation. The ra lead was turned off, and remains in the patient. The device remains in use. No patient complications have been reported as a result of this event.